Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating epic (a 3rd party hospital information system or radiology information system) integration issues related to dcmimportd, resulting in studies and measurements were not crossing to epic. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.